Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that arteriotomy closure of venous access was attempted using a proglide device after an interventional procedure. Reportedly, after deployment of the device, a suture retrieval issue occurred. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initial report, the following information was received: sus voluntary event report received stating: proglide suture-mediated closure system - the system or [invalid} were in knots and was not able to be used after device was released.

Manufacturer narrative:
(B)(4). Sus voluntary event report mw5075614. Evaluation summary: the device was returned for analysis. The reported cuff miss/suture retrieval issue was confirmed. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy due to circumstances of the procedure. It was reported that the proglide device was used in a vein. It should be noted that the perclose proglide instructions for use (IFU) states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. This IFU deviation would not have contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, the following information was received: sus voluntary event report received stating: proglide suture-mediated closure system - the system or [invalid] were in knots and was not able to be used after device was released.